Event description:
It was reported that on several occasions, the programmer displayed the message, "aida is not programmed", and aida memory was not available. The device remains implanted.

Manufacturer narrative:
January 07, 2010. This event concerns a device that was mfg and used outside the united states. (B)(4). Aida memory unavailable. Since the device remains implanted, the programmer files were reviewed. The implant operated as specified. The reported event started with a telemetry failure followed by subsequent ineffective attempts to restore it; therefore, aida was locked. To restore normal operation, the MFR suggested to switch the device into standby mode with re-initialization. Recommendations were provided to the physician to re-initialize the device. Reportedly, the physician refused to perform the procedure. (B)(4). Conclusion: the implant operated as specified. The reported event started with a telemetry failure (triggering an erroneous holter address) followed by subsequent ineffective attempts to restore this address upon each interrogation. Therefore, aida programming was locked. The only way to restore a normal operation is to switch the implant in standby mode (with the dedicated engineering software) and then re-initialize it through an interrogation with a recent programmer software version. Note that there is no hardware issue, but only an implant software anomaly leading to a blocked aida. Recommendations were provided on 07/25/2008. Reportedly, the physician refused to perform the recommended procedure. As explained above, the reported behavior will not be solved unless the recommended procedure is performed. This type of event is not likely to recur; moreover, there was no risk for the pt. Therefore, a correction of this anomaly is not considered as an urgent matter.